Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified subclavian vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the eight inflations at 18 atmospheres for 30 seconds, the balloon vertically ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 41mm in length and extended from a position 8mm proximal of the proximal markerband to 6mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified subclavian vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the eight inflations at 18 atmospheres for 30 seconds, the balloon vertically ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.